Event description:
It was reported that the user experienced a low blood glucose in the 60s, treated with soup and cookies while out of insulin, then performed a full ilet supply change. Subsequent readings were at 300 mg/dl and trending down, and the event was attributed to user overtreatment of hypoglycemia with oral glucose and lack of insulin on board. Symptoms included hypoglycemia followed by hyperglycemia, and the user reported no clinical signs or symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no device problem was found, with a usage problem identified related to improper or incorrect procedure or method, and no applicable device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.